Event description:
It was reported that during a lap chole procedure, the obturator would not fit down the cannula. Another device was pulled and the same thing occurred. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.